Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked. A cartridge change was performed to address the leaking cartridges and a minimum fill notification was received. Reportedly, the cartridge had been filled with 300 units of insulin. The cartridge was reloaded resolving the minimum fill notification. Customer's blood glucose level was 73 mg/dl.